Manufacturer narrative:
Product complaint # pc-(B)(4). It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the instrument would not grab onto tissue. Please indicate do you mean that the straps would not adhere to the tissue/mesh, were straps not deploying form the device or did the trigger jam locking trigger and not allowing the surgeon to engage the trigger?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and absorbable straps were used. During the procedure, the instrument would not grab onto tissue. There were no adverse patient consequences reported. Additional information has been requested.